Event description:
It was reported that "seal broke when instrument was inserted". No patient injury reported.

Manufacturer narrative:
The actual device was not returned for evaluation. Review of our complaint history database indicates most probable cause is that the seal was stretched and torn by an instrument during the surgical procedure. We consider this complaint closed.